Event description:
The consumer stated that she experienced tss-like symptoms after tampon usage. She stated that she used a tampon overnight on (B)(6) and experienced a fever, vomiting, dizziness, nausea and abdominal pain. By (B)(6) 2013, her symptoms subsided. She indicated that she will discontinue tampon usage until she seeks advice from a physician.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.